Manufacturer narrative:
All available information was investigated and the reported failure to advance during use could not be replicated in a testing environment as it is related to patient anatomy/procedural operational circumstances. The reported deformation due to compressive stress (damaged soft tip) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported failure to advance and damaged soft tip were due to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+, vascular tortuosity, and challenging interatrial septum. A steerable guide catheter (sgc) was inserted, but difficulties crossing the septum occurred. The sgc was removed. While outside the patient, it was observed that the soft tip and guide surface was partially damaged. Therefore, the sgc was not reinserted and was replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.